Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a single-use aspiration needle broke inside the patient, leaving a piece of approximately 3 cm lodged in the left main bronchus, which was recovered using a clamp. There was a procedural delay of less than 30 minutes while the patient was sedated. A backup device was used to complete the diagnostic endobronchial ultrasound (ebus) procedure. There were no further reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated results of the final investigation. Updated fields: d4 (lot number), d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed; the needle was broken. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.